Event description:
A surgeon reported that following an intraocular lens (ol) implant procedure, a patient experienced extra images laterally and superiorly. There was a half a diopter of residual astigmatism and it did not flip the axis; the surgeon states the result is "perfect". The patient does not have inferior steeping of the cornea. There is improvement with pinhole vision but no improvement with a hard contact lens. This eye is for reading; the patient is reading well and is happy. Additional information was provided by the surgeon, who reported that a brief trial with a miotic ophthalmic solution did eliminate the symptoms.

Manufacturer narrative:
Evaluation summary: the product did not return for analysis. The lens remains implanted. The product history records were reviewed and documentation indicated the product met release criteria. Root cause analysis has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).